Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were explanted and the right ventricular (rv) lead was capped. Antibiotics were administered. No further patient complications have been reported as a result of this event.